Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: lead explanted due to high impedance. Patient died approximately an hour after the explant procedure in the recovery area. Should additional information be received this file will be updated.